Event description:
The customer reported that when performing the imaging test, severe distortion was detected during inspection for an unspecified procedure involving an olympus video system center. The customer suspected that the cause of the severe distortion in the image was due to sulfation and wear of internal components, possibly aggravated by inadequate power supply to the equipment that could have caused an overcurrent on the board. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: inadequate power supply to the equipment. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage and corrosion of circuit boards could cause the reported malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.